Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction as the temperature rise was within specification at 7.3°f. However, it was noted that the rear and front bearings were worn. This finding may have contributed to the user¿s experience. It was also noted that the cable was cut. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon was burned by the motor. On follow-up, it was confirmed that the surgeon is doing fine. They just wrapped the hand piece in cold towel to prevent further overheating. There was no procedure delay and no patient impact.